Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2018).

Event description:
It was reported that four years and one month post port placement, the catheter allegedly migrated to the right cardiac. Reportedly, catheter was removed. The patient's current status is unknown.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2022-01812 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under mfg. Rpt. 3006260740-2022-01813. H10: (expiry date: 11/2018). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that four years and one month post port placement, the catheter allegedly migrated to the right cardiac. Reportedly, catheter was removed. The patient's current status is unknown.